Event description:
Additional information received indicating that the patient's iritis subsided. An anterior chamber irrigation was also performed.

Event description:
A surgeon reported a case of endophthalmitis that occurred approximately four days following an intraocular lens (iol) implant procedure. The lens was removed and replaced with another lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
Additional information received indicating inflammation was recovered post iol exchange, and progression was good.

Manufacturer narrative:
Product evaluation: half of the optic with one haptic was returned floating in a container with clear fluid. The reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. No embedded particulate was observed; however, the optic did display after drying two impressions, smooth with no protrusion, and meet the acceptance for the particulate guidelines. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause; however, the lens was damaged. Due to the condition of the returned sample the damage is potentially related to customer handling. The manufacturer internal reference number is: 2015-05363

Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Additional information was provided that the patient experienced blurred vision. A bacterium inspection was performed and was negative.

Manufacturer narrative:
.